Event description:
It is reported that the device battery voltage is 2.62 v today, and that the device longevity is less than expected for current device programmed values compared with the published specification. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It is reported that the device battery voltage is 2.62 v today, and that the device longevity is less than expected for current device programmed values compared with the published specification. The device remains in use. No patient complications have been reported as a result of this event. The device has been removed and replaced.